Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. One decontaminated sample was received at the manufacturing site for the investigation. Upon evaluation of the sample, the reported issue was confirmed; the vacuum breaker had become detached from the catheter tube. The sample was inspected for the completion of all required manufacturing process steps (tip melt, drainage holes, and bonding) on the catheter. It was confirmed that all process steps were completed as required. There was cyclohexanone present on the section of tube required for the bonding to the vacuum breaker and there was no evidence of damage on the tube from inserting it into the vacuum breaker that would impact the bond area between the vacuum breaker and shaft. No definitive manufacturing root cause for the detachment can be determined at this time from the review. However, a probable root cause could be a slight gap between the vacuum breaker and the catheter causing the disconnect. A quality alert has been created to ensure that employees in the manufacturing area are aware of this issue. No further corrective actions are applicable at this time. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation.  If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that during the aspiration of a patient with a tracheostomy, the green suction catheter, which is inserted into the patient's trachea in order to free the airways, became mismatched. The green tip separated from the white tube. The nurse was in the process of finishing her treatment and therefore reassembling the probe and was able to recover the blocked unsuitable part. There was no patient injury. Additional information provided on (B)(6) 2021 confirmed that the green tip was not retained in the patient's trachea.